Event description:
It has been reported to philips that the allura xper fd20 biplane¿s geometry move was partly available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue happened. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements partly available. Upon some functional tests showed geoipc communication error identified. The fse replace geoipc and install software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.